Event description:
I ordered contacts that were defective and caused dry eye/discomfort. I am a long-time user of that brand of contact. They should last 2 weeks, and they were drying out with warped edges after a 12-hour wear. Health effect code: 2330, 1814. Device: 2588. Ref: mw5184746.